Event description:
Pt came to us for treatment of venous insufficiency. We elected to use a diomed endolaser venous ablation device, and the initial part of the procedure went without complications. When we were ready to "fire" the laser, we checked the position of the laser fiber by, ultrasound exam, light in groin, and the correct position of the sheath by number. When the laser was fired, however, it was noted that the laser fiber was within the sheath, and the laser was immediately turned off. When the sheath was inspected at the conclusion of the case, it was noted that 27 cms of the sheath were missing, and the pt, who had been allowed to leave our facility, was immediately called back where ultrasound confirmed that the remaining sheath was in her greater saphenous vein. She was admitted to our hospital, and taken to the or where under local anesthesia she had the errant remaining portion of the sheath removed. She has done well since that time. It is our belief that the tuohy connector -lock- does not adequately hold the laser fiber in place, and in our case, the laser fiber was -in some manner- pulled back just prior to activating the laser. As a result of this experience, we have changed the type of catheter that we use to one that has a tighter grip on the laser fiber, and will therefore be less likely to be pulled back into the sheath. Dates of use: 2008. Diagnosis or reason for use: venous insufficiency.